Manufacturer narrative:
The pod was received deployed with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 260 mg/dl while wearing the pod between 24 and 36 hours. As treatment the patient replaced the pod.